Event description:
Patient underwent placement of an intra-aortic balloon pump on (B)(6) 2013. The device was placed at 16:17, and was functioning well at that time. The patient was transferred to the cardiac intensive care unit (cicu) for further recovery. The device evidenced proper functioning until approximately 5:30 on (B)(6) 2013, when it began alarming. A physician assessed the patient and noted no blood in the catheter, and good blood pressure augmentation, despite problems obtaining a reading from the transducer at the tip of the catheter. At 08:30 that morning, the catheter was re-assessed by the oncoming cardiology fellows and blood was noted in the tubing. The catheter was removed and a fracture of the tubing inside the balloon was noted. The balloon itself appeared intact. This patient was admitted with a late presentation acute myocardial infarction, complicated by a ventricular septal defect, with a very poor prognosis. He underwent a cardiac catheterization, which showed a completely occluded left anterior descending artery and placement of an intra-aortic balloon pump (iabp). Additionally, the patient evidenced some respiratory distress during the procedure and was intubated. Following the procedure, the patient was transferred to the cicu on pressor therapy along with the iabp. The patient's surrogate, his son, refused surgery, and due to the patient's poor prognosis, a do not resuscitate order was effectuated on (B)(6) 2013 at 22:41. The patient's blood pressure was maintained with pressors following the removal of the balloon pump catheter. The patient's prognosis remained poor, and at the request of the family he was palliatively extubated on (B)(6) 2013 and expired on (B)(6) 2013.